Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic ligation treatment of internal hemorrhoids procedure performed on (B)(6)2023. The physician installed the device accordingly where there was no difficulty experienced upon setting up the device. During the procedure, the bands could not be deployed correctly, and the trip wire of the handle part was stuck, making it impossible to use handle part. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and showed the trip wire was not secured in the handle slot. Based on this information that the trip wire was not secured in the slot on the handle unit; however, per the instructions for use (IFU), "secure trip wire in slot on handle unit."

Manufacturer narrative:
(Initial reporter facility name): (B)(6) air force hospital. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of handle won't turn. The speedband superview super 7 was not returned; therefore, product analysis could not be performed. Per media analysis on the provided photos, it showed the trip wire was not secured in the handle slot. Additionally, it was found that some bands and the suture were attached to the ligator head, and the handle was not broken. The reported event of bands unable to deploy was confirmed. The device was not returned but per the photos provided by the customer some of the bands and the suture were attached to the ligator head suggesting a problem with deployment. The reported event of handle unable to turn was not confirmed, since it was not observed in the photos that the handle was broken and the device was not returned so a functional inspection could not be performed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured in the slot on the handle unit; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU)/product label, "secure trip wire in slot on handle unit." Based on the photos, the unsecured trip wire and some bands and the suture were attached to the ligator head, could have caused the inability of the device to deploy the bands. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.